Event description:
The line was preflushed, no difficulties placing the line. While flushing the line after placement, a leak was noticed. Line removed and replaced without complications.

Manufacturer narrative:
The complaint of a leak was unconfirmed since the reported incident could not be reproduced. The (B) (4) slim-cath with the pre-curved extension legs was patent to infusion, but when the lumens were pressurized, no leaks were detected in the tubing. No defects related to the mfg process were noted on the complaint sample. A chr of lot # retc0558 showed no other similar product complaint(s) from this lot.